Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. An interrogation was performed in clinic and the pairing was restored. There were no patient consequences.